Event description:
It was reported that the patient had a lead removed on (B)(6) 2014 due to infection. No symptoms or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3389s-40, lot# va0lcyv, implanted: (B)(6) 2014, product type lead (x2); product ID 37642, serial# (B)(4), product type programmer, patient; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type extension; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type extension; product ID 3389s-40, lot# va0lcyv, implanted: (B)(6) 2014, product type lead (x2). (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient's infection at the left lead was diagnosed on (B)(6) 2014. The patient had symptoms of incisional wound opening and they did not have meningitis. Infection cultures were obtained of the device pocket and staph was cultured. IV antibiotics were given and the system was partially explanted. The patient's left lead was explanted. At the time of this report the patient outcome was ongoing.